Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load multiple cartridges. Also, it was noted that a minimum fill message occurred. Reportedly, the customer filled the cartridge with 200 units. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.